Event description:
A customer contacted haemonetics on (B)(6) 2010, to report that the orthopat machine would not turn on even after trying several different outlets. No operator or donor injury are reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010, to report that the orthopat machine would not turn on even after trying several different outlets. No operator or donor injury are reported. Upon evaluation of the device the reported problem was verified, the machine would not turn on. The power supply and the fuse was replaced. The machine was also decontaminated and other components were replaced. The machine is now ready for use. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04-29-2011-001-r. (B)(4).